Event description:
It was reported that during a surgical procedure involving the stapler, the green ring on the front of the stapler fell off into the patient's cavity. It was noted that the component was retrieved. The device was replaced with a new product to complete the surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was disengaged staple guide with proper weld marks on both the staple guide and shell head, noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The pusher fingers appeared to be intact and inspection under the microscope displayed a divot to the knife blade. The anvil of the instrument was observed to be not tilted and separated from the instrument. It was reported that a device component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The disengaged staple guide may occur if the instrument is handled rough. The evaluation detected an unreported condition: no traces of knife impression. Further visual inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The product analysis noted evidence that the device was not used as intended. This condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The manufac turing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the stapler, the green ring on the front of the stapler fell off. The device was replaced with a new product to complete the surgery. No patient complications have been reported as a result of this event.